Event description:
It was reported that patient underwent knee arthroplastyin 2009. Subsequently, patient was revised three months later, due to posterior poly bearing dislocation. The femoral component was removed and replaced to a larger size. The bearing was also removed and replaced.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2009. Subsequently, patient was revised three months later, due to posterior poly bearing dislocation. The femoral component was removed and replaced to a larger size. The bearing was also removed and replaced. Product identification was not provided until september 3, 2009.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed october 23, 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report filed september 4, 2009.